Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level at the time of the incident was 300 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarm noted during testing. Unit had cracked case at display window corner, cracked lcd window and cracked reservoir tube lip.